Manufacturer narrative:
Date sent to FDA: 05/29/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted during which the surgeon noted the previously placed mesh to be shriveled up. The mesh was excised from the surrounding tissue and extracted. Adhesions of the omentum were taken down. It was reported that the patient underwent a procedure on (B)(6) 2012 during which the surgeon noted adhesions of the small intestine to the recently placed mesh. The adhesions were taken down, resulting in a serosal tear. The tear was repaired, and the mesh was secured back to the abdominal wall. It was reported that the patient experienced severe pain, dense adhesions, bowel obstruction, serosal tear, nausea, inflammation, bulging, stress and anxiety. Other procedure is captured on a separate file. No additional information is provided.